Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation insulation and deformations of the conductor coil which occurred most likely during surgery. In the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received info that this lead was removed and replaced due to pt condition. The rep reported that this lead was explanted due to sensing being low, so the physician tried with another lead and got acceptable results. There were no adverse pt effects. At this time the device has not been returned to boston scientific for analysis. There is no add'l info available. If further info becomes available, this report will be updated. It is unclear if this lead was removed due to a pt issue or if this lead was having sensing issues.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg. It is unclear if this lead was removed due to a pt condition or if it was malfunctioning.